Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse replaced the pipettor gantry unit. The fse then performed a ten (10) replicate precision run for access accutni+3, all results were within specification. The cause of this event is a hardware malfunction. Replacing the pipettor gantry unit resolved the customer's issue. The following mdrs and bec identifiers are related to this event: (B)(4) - MDR 2122870-2016-00219; (B)(4) - MDR 2122870-2016-00220; (B)(4) - MDR 2122870-2016-00221; (B)(4) - MDR 2122870-2016-00222; (B)(4) - MDR 2122870-2016-00223.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for six (6) patients on the access 2 immunoassay system (serial number (B)(4)). On (B)(6) 2016 one (1) erroneous access accutni+3 patient result was generated, identified as patient 1. This event relates to MDR 2122870-2016-00219. On (B)(6) 2016 one (1) erroneous access accutni+3 patient result was generated, identified as patient 2. This event relates to MDR 2122870-2016-00220. On (B)(6) 2016 one (1) erroneous access accutni+3 patient result was generated, identified as patient 3. This event relates to MDR 2122870-2016-00221. On (B)(6) 2016 one (1) erroneous access accutni+3 patient result was generated, identified as patient 4. This event relates to MDR 2122870-2016-00222. On (B)(6) 2016 two (2) erroneous access accutni+3 patient results were generated, identified as patient 5 and 6. This event relates to MDR 2122870-2016-00223. Patient 5 initially generated a result within the normal reference range of the assay. A repeat of the same sample, on the same instrument, generated a result of 0.04ng/ml. A second repeat of the same sample, on the same instrument, generated a result above the normal reference range of the assay. Patient 6 initially generated a result above the normal reference range of the assay. Two repeats of the same sample, on the same instrument, generated results within the normal reference range of the assay. The initial access accutni+3 results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customers access accutni+3 quality control results were recovering within specification. The customer provided no information on the collection tube for the samples or the centrifugation details. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.